Manufacturer narrative:
Date of birth and date of implant was inadvertently entered incorrectly in initial report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00634.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-00634 . Follow up revealed that the patient's leads were explanted and replaced, which addressed the issue.

Event description:
Device 1 of 2. MFR. Reference report#: 3006705815-2019-00634.it was reported that the patient is not receiving adequate therapy due to lead migration. As a result the patient may undergo surgical intervention at a later date.